Event description:
Additional information received reported that the health care professional saw the patient on 2014 (B)(6). The patient was receiving more than 50% of pain relief and the incisions were healing nicely. It was noted that the stimulator was working great and that they made a mild adjustment to the stimulator. The patient was scheduled for a routine appointment in (B)(6) 2014.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 97754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported the patient¿s therapy worked on both sides immediately following implant. It was noted the patient started having problems before they had even left the hospital. It was reported the patient felt extremely intense stimulation while lying on the x-ray table. It was noted the therapy was taking care of the pain. It was reported the patient sometimes felt no stimulation and sometimes stimulation was too strong; stimulation was dependent on movement and position. It was noted the patient had a difficult time using the programmer and turning stimulation down. It was reported the patient felt they messed up the settings. It was noted the patient did not know the screens they saw. It was reported the patient felt stimulation even when turned down to 0.00v. It was noted the patient saw the poor communication screen while on the call. It was reported the patient was able to increase stimulation on the call and felt stimulation in their legs. It was noted the patient now understood the screens. It was reported the patient had received assistance from their healthcare provider or manufacturer representative and their concerns were resolved. It was noted the patient received phone assistance and had an appointment scheduled for (B)(6) 2014.